Event description:
Caller reported potential false negative urine hcg results on two samples from same pt on two different dates - (B)(6) 2009 and (B)(6) 2009. Quantitative serum hcg result on beckman access was 170,000 miu/ml. No medications listed. Last menstrual period unk. Specific gravity: 1.020 on first sample, 1.022 on second. No date was provided, but caller stated that pt had been admitted on abdominal pain and vomiting, but was otherwise healthy. Normal bun and creatinine.

Manufacturer narrative:
Investigation pending.